Event description:
A patient injury with reddened skin at the site of the device was noted. There was no apparent malfunction related to the device and the cause of the injury remains unknown. The device was explanted. Further information was requested but not received.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).